Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system is not booting up. Review of system log file shows system not able to power on. Upon functional testing, fse found that the display in exam room or monitor was not coming and image processing board (ipb) not communicating with main board. To resolve this issue, fse replaced ipb box and performed download board software. After replacement of ipb box, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method codes were corrected.

Event description:
It has been reported to philips that the system would boot up. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Troubleshooting actions showed a problem with the ipb board. The fse replaced the ipb board, downloaded the board software and returned the system to use in good working order. Philips has started an investigation of this complaint. A follow up report will be submitted when further information is received.